Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 mixed mitral regurgitation (mr) and barlow's disease for a mitraclip procedure. During the procedure, 2 mitraclips (ntw and xtw) were implanted. The procedure was completed without any complications. The mr was reduced to grade 2. On (B)(6) 2025, approximately 48 hours post procedure, a follow up echocardiogram was performed and the second mitraclip ntw had a single leaflet device attachment (slda). Per the physician, the anterior leaflet became detached due to a sick valve from barlow's disease. The mr grade was increased to grade 4+ post-slda and the patient was hospitalized for pulmonary edema. On (B)(6) 2025, a redo procedure was performed. A mitraclip nt was implanted lateral to the ntw clip and an xt clip was positioned between the ntw and xtw. The mr was reduced to grade 1-2+ post procedure. On approximately 20 days ((B)(6) 2025) after the second procedure, patient began showing signs of congestion due to the slda of clips. The patient had significant decompensation and was put on dialysis. During hospitalization, the patient underwent valve replacement surgery and is currently in intensive care unit(ICU). No additional information was received.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 mixed mitral regurgitation (mr) and barlow's disease for a mitraclip procedure. During the procedure, 2 mitraclips (ntw and xtw) were implanted. The procedure was completed without any complications. The mr was reduced to grade 2. On (B)(6) 2025, approximately 48 hours post procedure, a follow up echocardiogram was performed and the second mitraclip ntw had a single leaflet device attachment (slda). Per the physician, the anterior leaflet became detached due to a sick valve from barlow's disease. The mr grade was increased to grade 4+ post-slda and the patient was hospitalized for pulmonary edema. On (B)(6) 2025, a redo procedure was performed. A mitraclip nt was implanted lateral to the ntw clip and an xt clip was positioned between the ntw and xtw. The mr was reduced to grade 1-2+ post procedure. At approximately 20 days ((B)(6) 2025) after the second procedure, patient began showing signs of congestion due to the slda of clips. The patient had significant decompensation and was put on dialysis. During hospitalization, the patient underwent valve replacement surgery and is currently in intensive care unit(ICU). No additional information was received.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to patient conditions. The reported patient effect of recurrent mr and subsequent heart failure and renal failure appears to be related to the slda. Mr, heart failure, and renal failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient was hospitalized and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.